Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of medical device removal ("would like to have her device removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: physician requested the essure removal procedure; patient would like to have her device removed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of ptc. Company causality comment a physician reported that a female patient who had essure (fallopian tube occlusion insert) inserted would like to have her device removed. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering that essure removal is planned, causality with the suspect insert cannot be excluded at this point, and this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of medical device removal ("would like to have her device removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: physician requested the essure removal procedure; patient would like to have her device removed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: medical device removal the analysis in the global safety database revealed 646 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-apr-2017: no answer to follow up requests could be obtained from reporter. Company causality comment: a physician reported that a female patient who had essure (fallopian tube occlusion insert) inserted would like to have her device removed. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering that essure removal is planned, causality with the suspect insert cannot be excluded at this point, and this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information could be obtained.

Event description:
This spontaneous case was reported by a physician and describes a planned medical device removal ("would like to have her device removed") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, medical device removal was requested by the patient (seriousness criteria medically significant and clinically significant/intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: physician requested the essure removal procedure; patient would like to have her device removed. Company causality comment: a physician reported that a female patient who had essure (fallopian tube occlusion insert) inserted would like to have her device removed. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering that essure removal is planned, causality with the suspect insert cannot be excluded at this point, and this case was regarded as incident. A product technical analysis and further information are expected.